Event description:
It was reported that, this right ventricular (rv) lead exhibited crosstalk oversensing of the right atrial (ra) pacing signal. The technical services (ts) mentioned it could be postural caused as the signal remained in the blank zone and no pacing inhibition was exhibited. The ts discussed troubleshooting options and recommended to reprogram the sensitivity. This rv lead remains in service. No adverse patient effects were reported.